Manufacturer narrative:
Of the 1 allegations of a malfunction, zero pumps were returned to animas. There is no investigation data at this time. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the 2020 model pump experienced an issue with the suspend feature. These reports were received from various sources. The patient associated with this allegation was a female, (B)(6).